Event description:
It was reported that the pump failed a volume test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 11/8/2024. H3: one device was returned for repair with complaint of failed volume test. This device has not been in for service within the review period. Review of event history log found that customer performed the accuracy test using the patient-controlled analgesia (pca dose). The reservoir volume was set to 20 ml. Occlusion alarms were present. The reported issue was not duplicated. Three accuracy tests were performed; all the values were within 18.2 ml and 22.2 ml. No problem found in the fluid delivery of the pump. Performed standard preventative maintenance to bring pump into full functionality. Device passed all functional and accuracy testing after repair.